Event description:
The clinic reported a water leak from the left side of the machine. Gambro technical services (gts) diagnosed a loose hose from prv3 to p10. The hose was reattached to correct the condition. No pt involvement was reported.